Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The audio beep functioning properly during the self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they almost died from a hypoglycemic incident. On (B)(6) 2018, the customer passed out from a low blood glucose of 21 mg/dl. Paramedics arrived on scene and treated the customer with a glucagon IV. The customer stated that the incident occurred due to the insulin pump failing to alarm when the device exited auto mode. The customer had adjusted their volume on their insulin pump; however, they were unable to tell a difference between volume setting 1 and volume setting 5. No further troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The information provided with initial report was incomplete. The complete information has been provided in this report. Harm code has been updated.

Event description:
It was reported that the insulin pump did not alarm when customer had low blood glucose.